Event description:
During follow-up, the device was found in back-up vvi mode due to cybersecurity upgrade. The patient became ill and due to the back-up vvi mode the patient was not able to receive atp or defibrillation therapy. The patient was transferred to the hospital and the device was reprogrammed with help from technical support. The patient was in stable condition and released from the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode. Additional information was been requested but not yet received. The patient was in stable condition.